Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the light cover glasses were chipped. The light cover glasses adhesive was worn. The optical cover glass was stained. The optical cover glass adhesive was worn. The distal end cap was worn. The distal end adhesive had an uneven edge. The aspiration housing of the control body had a worn colored ring. The air/water housing of the control body had a worn color ring. The identity badge on the control body was loose. There was a hole in the switch button. The switch head was leaking. The plug body production labels were damaged. The suction connector had water ingress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the colonovideoscope's image went black at the "secum". The issue was found during maintenance. The procedure was completed using a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: white foreign material in the air/water channels. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Foreign material may not have been removed due to imperfection of proper reprocessing caused by leakage from scope connector and switch head. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.